Event description:
During sdc lap. Cholecystectomy 2 bommiclips were applied over the cholangiocath. When removed this created 2 holes in the cystic duct creating potential for a bile leak. Repair increased or time and pt sorbidity. Pt was admitted as a result.